Manufacturer narrative:
Corrected data: "required intervention to prevent permanent impairment/damage (devices)" was checked in b2.

Event description:
Additional information received indicated the event was discovered in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to incorrect interpretation of the signal. The patient was asymptomatic. The ICD was reprogrammed. The patient left in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. Further information was requested but not provided.